Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding') and procedural haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and vaginal infection. In 2010, the patient experienced vaginal discharge ("vag. Discharge"). On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In november 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In january 2011, the patient experienced irritable bowel syndrome ("gi conditions/ ibs"). In 2011, the patient experienced nausea ("nausea"). In 2018, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), post procedural infection ("complications during removal surgery : infection"), abdominal pain lower ("lower abdominal region pain"), procedural haemorrhage (seriousness criterion medically significant) and pyrexia ("fever"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy- (B)(6) 2018 and novasure ablation on aug-2010.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, irritable bowel syndrome, alopecia, migraine, headache, nausea and weight decreased had resolved and the post procedural infection, abdominal pain lower, procedural haemorrhage and pyrexia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dyspareunia, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, procedural haemorrhage, pyrexia, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vag. Discharge, fatigue, ibs, hair loss, migraines, headaches, nausea and weight loss, vaginal bleeding, essure insertion date was updated as "10-sep-2010" from "1-jun-2010" discrepancy noted for essure removal date-(B)(6) 2013. Current weight: 127 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ¿ pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and vaginal infection. In 2010, the patient experienced vaginal discharge ("vag. Discharge"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced irritable bowel syndrome ("gi conditions/ ibs"). In 2011, the patient experienced nausea ("nausea"). In 2018, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), post procedural infection ("complications during removal surgery : infection"), abdominal pain lower ("lower abdominal region pain"), procedural haemorrhage ("bleeding") and pyrexia ("fever"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy- (B)(6) 2018 and novasure ablation on (B)(6) 2010.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, irritable bowel syndrome, alopecia, migraine, headache, nausea and weight decreased had resolved and the post procedural infection, abdominal pain lower, procedural haemorrhage and pyrexia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dyspareunia, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, procedural haemorrhage, pyrexia, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vag. Discharge, fatigue, ibs, hair loss, migraines, headaches, nausea and weight loss, vaginal bleeding, essure insertion date was updated as "(B)(6) 2010" from "(B)(6) 2010" discrepancy noted for essure removal date-(B)(6) 2013. Current weight: 127 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ¿ pelvic pain and abdominal pain. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received: lot number was added, previously reported event- gastrointestinal disorder was replaced with specific event ibs, newly added events- vaginal bleeding, onset date of previously reported events- menorrhagia, dyspareunia, fatigue, hair loss, nausea, vaginal discharge, weight loss, migraines, headache was added, essure removal date were updated, reporter was added, consumer height and weight was added, lab data were updated, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and post procedural infection ("complications during removal surgery : infection, other") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, migraine, headache, nausea and weight decreased had resolved and the post procedural infection outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, urinary tract disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vag. Discharge, fatigue, gi conditions, hair loss, migraines, headaches, nausea and weight loss. Essure insertion date was updated as "(B)(6) 2010" from "(B)(6) 2010." Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event "injury" was updated to "dyspareunia (painful sexual intercourse)", events- "pelvic/abdominal, chronic, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vag. Discharge, fatigue, gi conditions, hair loss, migraines, headaches, nausea, weight loss and complications during removal surgery : infection", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.